Event description:
It was reported that pump displayed a cartridge change error, and inspection revealed damaged cartridge o-ring and loose o-ring debris on pump pneumatic tap area. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed damaged o-ring and debris, cleaned pneumatic tap area, filled and attached new cartridge, ensured it was fully in place, completed load process on pump, and successfully resumed insulin delivery.